Event description:
It was reported that during post dilation of a xience prime stent with a voyager nc during the second inflation at 22 atmosphere (atm), the plastic hub at the proximal end of the catheter disconnected. The voyager nc was still inflated inside the pt anatomy, however, deflation was achieved later in the procedure without any injury to the pt. Reportedly, a syringe was used to deflate the device; although there was no reported issue with the balloon deflation, the balloon may have been partially inflated when removed. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Device used above rated burst pressure. (B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the guide wire lumen and contrast in the inflation lumen and balloon. The balloon was loosely folded. This is consistent with preparation, the catheter advanced over a guide wire into the patient anatomy and the balloon inflated. The hub was separated from the nosepiece, confirming the reported separation. The tips of the tabs on the hub were slightly flared outward. The deflation times could not be measured due to the hub damage. Factors that can contribute to hub damage/separations include, but are not limited to, manufacturing, cracks, obstructions, damage to the indeflator, or over torquing of the device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. There have been no similar reports of this nature for the reported part/lot number. A specific root cause for the hub separation from the nosepiece could not be determined. The reported deflation issue appears to be related to the hub detachment. It was reported the voyager nc was pressurized to 22 atmospheres (atm), which is above the rated burst pressure (rbp). It should be noted the voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. All balloon catheters are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.